Event description:
Boston scientific received information that remote monitoring of this device and right ventricular lead revealed a low shock impedance measurement. This information was provided to the physician and is being further monitored. No adverse patient effects were reported. Additional information was obtained. Only one low shock impedance measurement was obtained. All other measurements were normal. No changes were made and the lead remains implanted and in service. No shocks had been delivered. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.